Event description:
A ventilator was returned to third party service center for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device failed a step during testing. The device's oxygen blending module board was replaced to address the issue.

Manufacturer narrative:
Device evaluated by third party service center.